Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "clinical outcomes of combined cataract surgery with istent inject® w implantation versus cataract surgery alone in patients with open-angle glaucoma: real life data in a community-based outpatient setting". Reportedly, following cataract surgery plus trabecular microbypass stent system procedures in a total of one hundred (100) operative eyes, stent mispositioning was identified in three (3) cases. Additional information has been requested. Please reference the attached article for further details. Reference doi.org/10.1007/s00417-025-06909-3.

Event description:
Through follow-up, the following additional information was received. Per report, the (3) cases of mis-positioned stents did not require any intervention and the patient status for each case was noted as "good". The report noted that the surgeon does not know what factors contributed to the stent mis-positioning, and that no additional device or patient information is available.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).